Event description:
It was reported that during an unknown procedure, the staples were malformed after the firing. Changed to another one to complete the procedure. No adverse event on the patient. No consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2012. Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results showed that the device was received with the hook shroud opened by the seam and with a cartridge loaded on the device. The cartridge was returned fully loaded with staples all protruding. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the device was noted to have the lockout slide tip and the adjusting knob damaged. The damage to the lockout slid tip and knob is consistent with an excessive force applied to the rotating knob when trying to dial down a locked device, causing the damage to the knob. It should be noted that the instrument has been designed with a lockout feature, which during the first application, prevents turning the adjusting knob unless the retaining pin is pushed completely forward. Please reference the instructions for use for additional information. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.